Manufacturer narrative:
Additional information: (B)(6). It was reported that during a preventative maintenance (pm) service repair on the cardiosave intra-aortic balloon pump (iabp), the unit failed the membrane leak test portion of the all manifold test after replacing the safety disk. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) evaluated and replaced safety disk. The fse completed pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The nrc inspected the safety disk and no visual damage observed. The nrc verified the failure of the safety disk failing the membrane leak test. The safety disk failed with a result of 8mmhg, factory specification is +-6mmhg. The disk failed passing. Sending the safety disk to the production department for failure analysis per procedure number revision ag. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during a preventative maintenance (pm) service repair on the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the unit failed the membrane leak test portion of the all manifold test after replacing the safety disk. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).